Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the healthcare professional (hcp) did not receive any report that the patient had been shocked by their first implantable neurostimulator (ins). In addition, there was no documentation of any issues related to impedances or shocking/jolting, and overstimulation with position changes. It was noted that the ins was replaced due to normal battery depletion from high amplitude needed and frequent use. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient's previous neurostimulator (ins) lasted 1.5 years and the patient thought it was supposed to last longer. The patient reported that their stimulation suddenly stopped and that's when they knew the battery was dead.

Event description:
Additional information received reported that the battery quit in less than 1.5 years. The patient stated that it took from may to oct to replace the device. Event date: may 2011

Event description:
It was reported that the patient's device caused her shocking when she moved and lasted only 1.5 years. The device was consequently replaced with a rechargeable device. No further information was reported.

Manufacturer narrative:
Product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead.

Manufacturer narrative:
(B)(4).